Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a low blood glucose associated with an alleged environmental exposure issue. Reportedly, it is unknown if the patient discontinued pump therapy. The patient was treated by emergency medical services. During troubleshooting with customer technical support, it was reported that the patient had an in body, body scan and the health care facility did not tell the patient to take the pump off. After the procedure, the pump kept beeping and the pump gave the patient too much insulin. The pump was not available at the time to troubleshoot. This complaint is being reported because the patient experienced hypoglycemia associated with user error.

Manufacturer narrative:
Follow-up #1: date of submission 28-may-2019 device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rate until deliveries were halted by the user. The pump passed delivery accuracy testing, and flow accuracy testing, and was found to be delivering within the required specifications. The pump was reported exposed to an x-ray. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.